Manufacturer narrative:
The field service engineer (fse) was dispatched and verified instrument for error 3022, fse cleaned sensors s701 and s702. The fse verified for spillage (none found). The fse verified sensors operations in mechanical check and sensor screen. Sensors are working properly. The fse could not duplicate error in normal operation. The customer was instructed by fse to verify sensor output in software if error occurs again in order to better troubleshoot the problem. The fse ran the daily check and verify proper operation. Instrument was operating as expected. The most probable cause of the reported event was not determined - could not duplicate 3022 error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 a customer reported on the aia-360 (B)(4), a leak sensor error 3022. A field service engineer (fse) was dispatched by technical support. The reported issue with their aia-360 instrument has the potential for causing a delay in reporting of patient results for e2 assay. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.